Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose was 334 mg/dl.